Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels. Patient¿s blood glucose reached 260-270 mg/dl while wearing the pod on the infusion site (back), went outside to get some fresh air, started to vomit even though patient did not eat anything, bg levels reached around the 300s mg/dl at the emergency room. Patient attempted to give a correction or bolus. The patient's treatment included intravenous and insulin drip. Endocrinologist made adjustments to the patient¿s pdm. Patient was in the emergency room for six (6) hours.